Event description:
Pt reported that their one touch ii meter was giving "not ok" and "cta" messages. Pt stated meter issue started 2 weeks ago and it had become worse. Pt has since been using insulin without a meter. Pt's meter would alternate between readings and error messages until it quit working. Pt reported cleaning meter with alcohol. No symptoms reported. Attempts to contact pt for additional info has failed.